Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had an impact in (B)(6) 2009. It was also reported, that the pt experienced inflammation of the facial nerve on the implanted side. In (B)(6) 2010, the inflammation was treated, but hearing sensation had decreased. Testing showed that the implant was functional. In (B)(6) 2010, an antibiotic treatment for secretion in the middle ear was performed, and the pt was no longer able to hear with her device. The pt was explanted in (B)(6) 2010. According to info received from the field, the implant was functioning within specification before the explantation. The surgeon reported that, during explantation, the apex of the electrode array was extruding out of the cochlea.